Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Date rash began is not known. Number 510k: this report is for an unknown lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as 2016 device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who had a left ankle open reduction and internal fixation in 2016 has developed a rash. The operative note where the patient had the surgery states that he is implanted with a 5-hole synthes distal fibular locking plate, 60mm syndesmosis screw, and 2.7mm lag screw. The current physician would like to perform a skin test (patch test) for possible allergies to the stainles-steel implanted devices. The patient was also referred to see a dermatologist. At this time, there is no known date for the skin test appointment or the dermatologist appointment. There are no part numbers or lot numbers available. This report is for one (1) unknown lag screw. This is report 3 of 3 for (B)(4).